Event description:
Customer was hospitalized for high blood glucose. The set was changed prior to patient hospitalization. It was indicated that the customer has symptoms of dka. Troubleshooting was performed. The basal rates were not in the pump and after reviewing the alarm history there was no alarm that would have erased the basal rates. However, the pump passed the lead screw test. It was mentioned that family member declined to continue troubleshooting the pump. A replacement pump was requested.